Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing a battery charging issue and stated it takes longer to charge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting from tandem technical support.